Event description:
It was reported that difficulty was encountered inserting the iab, because the spring wire guide could not be passed through the catheter's central lumen. The iab was removed and replaced without any complication.